Event description:
Caller reported potential false negative troponin I (tni) result using the triage cardiac panel test compared to their lab analyzer. The facility observed a discrepant low tni result on one patient with the triage cardiac panel test. Further testing on their lab analyzer (unsure if it is a centaur or beckman). Patient's clinical presentation at admittance is unknown, but patient had prior history of mi, CABG, heart failure, cad. Diagnosis of non-stemi mi. Patient was sent to cath lab and 90% blockage of mid-right coronary artery was found.

Manufacturer narrative:
Product support conducted testing of calibrator h and calibrator j on cardiac lot w51458. Observations will be for tni recovery. Product support observations for tni recovery follow: no device issues or error cords were observed; no false negative or discrepant low results were observed with any sample; all data points with calibrator h (n=20) were within the manufacturing (B)(4), within the manufacturing final release specs; all data points with calibrator j (n=20) were within the manufacturing 2sd range. No discrepant or low bias in tni recovery was observed with any sample on device lot w51458. No sample was returned for testing, sample interference cannot be ruled out. Conclusion: no discrepant or low bias in tni recovery was observed with any sample on device lot w51458. No product deficiency was established on retain devices. As of (B)(4) 2012, this is the (B)(4) complaint against this device lot 51458. No corrective action required at this time as no product deficiency was established.